Event description:
Case #: (B)(4), case subject: npi 8015 error 255-32784-275, account name: (B)(4), account #: (B)(4). Asset name: 8015ls v9.12.40 pcu dom a/b/g r, contact: (B)(6), contact phone: (B)(6). Patient or user involvement: no, patient or user harm: no. (B)(6) reported error 255-32784-275 on pcu8015 when he connected the unit to system maintenance program without power cord plugged in. Pcu sn (B)(6) software 9.33. Case resolution: instructed (B)(6) to connect ac power when connecting pcu to system maintenance program. (B)(6) did so and the issue was resolved.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 255-32784-275 on pcu8015 when he connected the unit to system maintenance program without power cord plugged in. Pcu sn (B)(6)software 9.33. Technical support - instructed customer to connect ac power when connecting pcu to system maintenance program. Customer did so and the issue was resolved. A review of the device history record for (B)(6) was performed from date of manufacture 03/14/2013 to present date 10/08/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - instructed customer to connect ac power when connecting pcu to system maintenance program. Customer did so and the issue was resolved. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.